Manufacturer narrative:
(B)(6).

Event description:
A customer reported that they can¿t start the machine. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by a field service engineer (fse). It was found that the device startup failure was caused by the start button, and that the front bezel was out of order the fse replaced the front bezel. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
B5: the international philips field service engineer (fse) reported a ventilator could not start during testing.